Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed. Complainant's event typically caused by user mechanical damage to device such as hitting the device with another device or excessive bending forces being applied during use. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device requested but not yet received.

Event description:
It was reported that on (B)(6) 2017 during an arthroscopy ankle procedure with debridement the surgeon was using the ar-7300ds, 3.0mm sj dissector, to shave and the tip broke off in the patient's ankle. The surgeon attempted to retrieve the pieces, but was unsuccessful. No extra incisions were made in the unsuccessful attempt to retrieve the broken fragments. The case was completed normally.